Event description:
It was reported by the patient that he experienced some episodes where his heart rate is in the 120 bpm range and he gets dizzy. He stated this can happen at rest, sitting. He is unsure if it's his pacemaker, or his heart. The device is still in use. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that he experienced some episodes where his heart rate is in the 120 bpm range and he gets dizzy. He stated this can happen at rest, sitting. He is unsure if it's his pacemaker, or his heart. It was also reported by the patient that after the installation of the pacemaker there was heart flutter-rapid heart rate-palpitations. It was further reported that the patient visited a new cardiologist office and the problem was identified as device related. Therefore. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.